Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-16143 in accordance with updated procedures. G2 report source; study was missing from manufacturer device report 1220648-2024-16143.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured severe hypotension with a "possible" relationship to the impella device used. It was reported that the patient experienced hypotensive requiring 7-15 micrograms of levothyroxine then increased to 21 micrograms. Later patient was weaned to 0 micrograms of levothyroxine and the patient recovered with no sequelae.